Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device will not be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 197 mg/dl, 90 mg/dl, and 60 mg/dl 2. 347 mg/dl and 145 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of alleged products and replacement was sent.